Event description:
During the procedure, a piece of the blue seal disengaged from the instrument into the pt cavity and was subsquently retrieved from the cavity to complete the case without further incident. Procedure: cholecystectomy. Pt status: no pt injury reported.